Event description:
A hospital in (B)(6) reported the sleeve will not fit in the dynamic hole of the insertion handle.

Manufacturer narrative:
The investigation found that the inside surface of the two holes are damaged. We can see some scratches and material was shaved of the holes. We did a functional test and sent the device in to the manufacturing plant for calibrating and examining the root cause. We assume that the damage occurred due the insertion of the protection sleeve, in to the holes. The manufacturing records were reviewed and no deviation to the specification was found. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.